Event description:
Report received of a balloon rupture while the catheter was in the patient. The customer states that the patient did not exhibit any untoward symptoms from the balloon rupture. There was no report of the syringe not coming back passively. The customer will attempt to obtain additional information. A follow-up report will be submitted if additional information is received.